Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained two sets of blood glucose readings of 10.3 mmol/l and 7.9 mmol/l, and 14.7 mmol/l and 8.2 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. The test results fell outside expected values for precision testing, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.